Manufacturer narrative:
The insulin pump passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected power error alarm and low battery alarm noted during testing. The power error alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. The insulin pump failed audio tone check during self-test and no audio tone noted during alarms due to open coil at printed circuit board. Device received with scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received power error alarm and power loss alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump did not make any sound during self test. The insulin pump failed self test. The insulin pump will be returned for analysis.